Event description:
It was reported that the patient presented in clinic for routine follow up. Upon device interrogation, the merlin programmer exhibited an inaccurate reading for the device's longevity. It was determined that the pulse generator was exhibiting normal battery functions. The patient would continue to be monitored.